Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus did not align with the pointer on the screen of the device. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was not aligned with the cursor on the screen; calibrating multiple times with the old and a new stylus did not resolve the issue. The programmer has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.